Event description:
It was reported that during preparation for an angioplasty procedure, the stent of the liberte' monorail coronary stent delivery system was found to be damaged following removal from the package. The customer stated the stent was "deformed". The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "stable".